Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically error 42, related to the g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset, and the caller was guided through this process. Following the reset, the error code did not appear again, and the customer successfully started a new sensor session.